Event description:
It was reported that during a laparoscopic cholecystectomy, the device fired the first clip fine. After that, the clips were pushing out of the device in a pear shape, slightly unformed. One of the arms of the jaw was not working; there was no force to form the clip. The arm of the jaws was being pushed out straight. No clips fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.